Event description:
In the course of surgery, the needle broke in half. The patient's condition was too unstable due to underlying medical condition to continue search for portion of broken needle and the broken portion of the needle remained in the patient.

Event description:
In the course of surgery, the needle broke in half. The patient's condition was too unstable due to underlying medical condition to continue search for portion of broken needle and the broken portion of the needle remained in the patient.